Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On this report date, information was received from a physician via psr (product surveillance registry) regarding patient receiving intrathecal compounded baclofen 1500.0 mcg/ml (basal rate 8.5 mcg/hr) via an implanted infusion pump. Medical history was noted as left kidney resection, pain and multiple sclerosis. Multiple stalls were noted on the logs. The first stall was noted on (B)(6) 2014 at 16:08 and recovered on that day at 18:07, the next stall occurred on (B)(6) 2014 at 21:03 and recovered on that day at 22:38. Another motor stall occurred on (B)(6)2015 at 15:45 and recovered on that day at 16:44. A low reservoir alarm occurred on (B)(6) 2014 at 19:24, the pump was refilled on (B)(6) 2014 at 15:01.

Manufacturer narrative:
(B)(4).